Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. An assignable cause of the non-reproducible, false positive troponin I (access accutni+3) result is unknown and cannot be determined with the available information.

Event description:
The customer reported obtaining a falsely elevated access accutni+3 result on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one (1) patient sample. On (B)(6) 2016, an initial access accutni+3 result of 1.25 ng/ml was obtained and was reported outside of the laboratory. The sample was repeated per the laboratory's policy to repeat positive results. The laboratory uses a normal reference range of 0.00-0.05ng/ml. The same sample was repeated multiple times with lower accutni+3 results of 0.26 ng/ml, 0.01 ng/ml, and 0.03 ng/ml obtained. A corrected report of 0.03 ng/ml was sent. There was no report of patient injury or change in patient treatment associated with this event. System parameters including calibrations, quality control (qc) and system checks were within assay/instrument specifications. A fifteen (15) repetition precision study was performed using low level access accutni+3 qc. The precision study met assay and system specifications. The patient's sample was collected in a four (4) ml lithium heparin plasma tube that was centrifuged at 3500 revolutions per minute (rpm) for ten (10) minutes. The customer noted no issues with sample integrity.